Event description:
The facility reported an automix 3+3 compounder which had a damaged umbilical cable. This condition was discovered during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem was confirmed during device evaluation. The exact root cause of this condition was not determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.